Manufacturer narrative:
Please note that this device is available for testing and evaluation, but has not yet been received for analysis. Additional information received will be submitted within 30 days upon receipt.

Event description:
Pci was being performed on a 90% de novo lesion in the distal rca with slight vessel tortuosity. Four cypher stents were implanted in the pda. Then the physician tried to deliver the 5th cypher, a 3.0x28mm cypher stent in the distal rca. The physician had difficulty engaging the 6f sl3.5 guiding catheter and backup of the guiding catheter was unsatisfactory. The anchor balloon technique using a 2.25x20mm sprinter legend balloon catheter was used to deliver the cypher. When the cypher was being delivered to the target lesion, it became stuck with the balloon catheter inside the guiding catheter because of the narrow diameter of the guiding catheter and tortuosity of the vessel. Therefore, the physician removed the cypher from the patient, but there was strong friction and the stent delivery system (sds) was torn. To retrieve the remaining part of the sds, the guiding catheter was removed form the patient. Then the physician delivered a new guiding catheter (sal1 6f) and tried to deliver 3.0x28mm taxus stent but there was friction and the shaft of the taxus kinked. A new taxus (3.0x24mm) was implanted without friction. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.